Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out of the artery with plunger¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects of dissection, thrombosis and numbness are potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: the device was initially reported as not returning, but was subsequently returned.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic coronary angiogram. Reportedly, the suture came out of the artery with plunger. After manual compression was used to achieve hemostasis the patient was transferred to the ward. The following day, in the ward, the patient developed numbness in the right leg and was taken for additional vascular treatment. The common femoral artery was found thrombosed. When a surgical embolectomy was performed, a dissection was noted and repaired. Hospitalization was prolonged and heparin was given during treatment. There was a clinically significant delay in therapy to treat the patient. No additional information was provided.